Event description:
During the procedure, a cook flow 20 percutaneous endoscopic gastrostomy set - pull was used. The user reported that the internal bolster is too soft/pliable. The pull style peg tube was being pulled through the patient's stomach via the incision made through abdominal wall. The doctor pulled the internal bolster completely through the patient's abdominal wall, resulting in free air being introduced into the abdominal cavity. Feeding and medicine were held for 24 to 48 hours. A second peg tube was placed and the patient was taken to surgery to close the opening created by the peg that was pulled through. A section of the device did not remain inside the patient's body. Surgery was performed to close the opening created when the device pulled through. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: potential complications associated with placement and use of a flow 20 percutaneous endoscopic gastrostomy set - pull are listed in the instructions for use for this product. The potential complications include but are not limited to: improper placement or inability to place peg tube and tube dislodgement or migration. The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause premature removal, fatigue, or failure of the feeding tube. The instructions for use direct the user to make a 1 cm long incision through the skin, subcutaneous tissue. The instructions for use direct the user during placement to observe centimeter increments and slowly pull the introduction dilator and tube through the abdominal incision. Bring the internal bumper in contact with the stomach wall, carefully avoiding excess tension. If the directions outlined in the instructions for use are not followed, this could lead to the internal bumper pulling through the incision during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.